Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert on the right ventricular (rv) lead due to high out of range shock impedances. Prior to the out of range values, the shock impedances values were 92 ohms. Boston scientific technical services discussed options with the health care professional of how to proceed. The system remains in service and the rv lead is another manufacturer's product. The patient has not reported any symptoms or adverse effects.